Event description:
A medtronic representative alleged that navigation was approximately 2mm inaccurate in the posterior sinus during a functional endoscopic sinus surgery (fess). The tracer registration points gathered were on the anterior portion of the patient anatomy and did not extend posterior past the patient's temples. The surgeon was aware of the inaccuracy and continued to navigate with no clinical impact.

Manufacturer narrative:
The archive of the tracing pattern was reviewed by software engineering. The archived images showed tracer registration technique was nominal. The tracer pattern should have been more spread out and hand pressure less. The software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. A medtronic representative visited the site. The rep reported that the navigation system was functioning properly and provided tips on improving tracer technique to optimize accuracy.